Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and discomfort due to the location of the ipg. It was also noted that the patient had experienced frequent ipg charging and overheating during charging session occasionally which resulted to the redness of the skin at the ipg site. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.